Manufacturer narrative:
Six actual samples were received for evaluation. A visual inspection identified five units without air, also wrinkled, collapsed and with open seal at one side. One unit was wrinkled and collapsed but there was air and the packaging was completely closed. The reported issue was verified. The cause of the condition is related to an extra handling during conditioning process which is repackaged from 120 to 30 units in a box by a 3pl. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of each of five (5) minicaps had a hole. This was identified before use. There was no patient injury or medical intervention associated with this event. No additional information is available.